Event description:
The customer reported that during a hysterectomy, the device locked on tissue and would no longer open. The device was cut from tissue and a new device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6)2010. The jaws of the incident device could not be opened due to excessive dried tissue between the jaws. The jaws were pried open and cleaned. The device was then tested on simulated tissues for proper activation and knife function with acceptable results. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.